Manufacturer narrative:
Device service pending.

Event description:
The customer reported that the device rebooted. The customer reported the unit was not in use on patient therefore there was no patient involvement or harm. Review of the diagnostic log noted codes that indicated a spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Completion of device evaluation and service is pending.

Event description:
The manufacturers service technician was unable to duplicate the reported problem. Due to codes noted in the device diagnostic history, the service technician replaced the data acquisition pcb board and the data acquisition pcb to motor controller pcb board cable. Final check was performed and no fault recurrence was reported.